Manufacturer narrative:
(B)(6).

Event description:
It was reported that the procedure was canceled. The target lesion area was located in the left anterior descending artery. A 1.50mm rotalink burr and rotawire and wireclip torquer were selected for use in a percutanenous coronary intervention. During the procedure, it was noted that the burr twined with the guidewire outside of the patient's body. Consequentially, the procedure was canceled. There were no patient complications reported and the patient was stable.

Event description:
It was reported that the procedure was canceled. The target lesion area was located in the left anterior descending artery. A 1.50mm rotalink burr and rotawire and wireclip torquer were selected for use in a percutanenous coronary intervention. During the procedure, it was noted that the burr twined with the guidewire outside of the patient's body. Consequentially, the procedure was canceled. There were no patient complications reported and the patient was stable. It was further reported that the patient was treated at another hospital.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. Device evaluated by manufacturer: the device was returned for analysis. The burr handshake connection was received attached to the advancer, and the burr housing was detached from the advancer. The rota wire used in the procedure was not returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device revealed that the sheath was separated at the weld inside the burr housing and majority of the sheath and coil were stretched distal of the weld detachment. The separated ends of the sheath were stretched and torn. The damages to the sheath and the stretched coil are consistent to damage from continued pulling of the device from the distal end of the burr catheter. As the reported event indicated that the burr twined with the guidewire, and the rota wire was not returned with the device, it is likely that these damages occurred during removal of the stuck rota wire from the distal end of the burr catheter. Inspection of the remainder of the device presented no other damage or irregularities.